Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump and assisted with the process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.